Manufacturer narrative:
(B)(4). The complaint rt019 filter has not been received by fisher & paykel healthcare for evaluation. Our investigation is therefore based on the information provided by the customer, our knowledge of the product and previous investigations into similar complaints. Further information was sought from the hospital, and we were informed that exhalation filters are routinely changed once a day and that the drug salbutamol was being nebulised. The rt019 filter is a single use product designed as bacterial/viral filter to prevent contamination by microorganisms present in the ventilatory gases of patients undergoing treatment. From the description of events it does not appear that the device was defective in any way. The occlusion of the filter was most likely due to condensation and the nebulised drugs being administered to the patient. Our user instructions which accompany the rt019 filter state: change every 24 hours or sooner if noticeable deterioration occurs, following standard hospital procedure. When nebulized drugs are used resistance to flow should be monitored and the product replaced, following standard hospital procedure. Our user instructions which accompany the rt266 evaqua2 breathing circuit state: check breathing circuits for condensation every 6 hours and drain if required.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that water was observed in the rt019 inspiratory/expiratory filter and it was "exacerbating the patients exhaled work". They further stated that changing the filter resolved the issue. No patient consequence was reported.